Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 62 mg/dl at the time of the call. The customer also reported that the insulin pump went into threshold suspend with a blood glucose level of 121 mg/dl and a sensor glucose level of 62 or 58 mg/dl. Troubleshooting was performed. Neither the insulin pump nor the sensor were replaced or returned for analysis.